Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp flex with smartassist instructions for use & clinical reference manual instructions for use for the related event are as follows: section: using the automated impella controller with the impella rp flex smartassist system catheter. Use of the repositioning sheath and the 23 fr peel-away introducer. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ section: warnings and cautions. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. It was reported while on impella rp support, the patient experienced bleeding from the chest. As a result of the bleeding, heparin was reduced. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.